Event description:
Unomedical reference number: (B)(4). Event occurred in united states. On (B)(6) 2024, patient reported that one infusion set fell off during use within one day of use. Patient blood glucose at the time of use was noticed 120 mg/dl. Patient replaced infusion set and remained insulin successfully. No further information was available.